Manufacturer narrative:
Product event summary: the device was returned and analyzed. The reported lack of telemetered battery and lead impedance measurements were confirmed along with no pacing output. This was due to the regulated power supply being collapsed to 0v. During subsequent a nalysis, the power supply recovered to a nominal voltage level resulting in the telemetered battery voltage and lead impedance measurements working properly. The pacing outputs also recovered. Attempts to reintroduce the failing condition through elevated temperat ure testing and temperature cycle stressing were unsuccessful. The root cause of the reported failing conditions was not determined because the condition disappeared during analysis.

Event description:
It was reported that when the device was interrogated no battery voltage or impedance was available; the device indicated it was unable to measure. In addition, lead impedances were reading greater than 4000 ohms, and there was no capture on either lead. The leads tested fine, therefore a device issue was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4074 implantable pacing lead 2005 (B)(6); 5076 implantable pacing lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
Save to disk analysis was not required as the reported issues were confirmed through physical analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.